Manufacturer narrative:
No conclusion can be made since there is no service or repair info available.

Event description:
The customer reported that the 8800 system would not save or rotate images. No pt injury was reported.